Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the escape button was harder to push. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump was louder to rewind, presence of wear and tear on screen. It was also mentioned that it goes through batteries faster. The device will not be returned for analysis.